Event description:
Instrument was set up to infuse a heparin drip at a rate of 20 ml/hr. A 500 cc bag of heparin was hung. One hour later the nurse checked the bag and it was empty. Nurse indicated that the rate had spontaneously changed to 499cc/hr. There was no patient consequence.

Manufacturer narrative:
Pump was returned and was visually and funtionally tested. Rate accuracy tests were performed and results are within MFR's specifications. Unable to determine cause for reported overinfusion. Pump was tested by user facility and no fault was found with instrument. This report was filled out by MFR.